Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(4) 2013 it was reported that on (B)(6) 2005 the patient¿s generator and lead were replaced for an unknown reason. (B)(4) 2013, it was reported that the patient received a full revision due to an infection at the site of the vns generator and lead. The infection was stated to have been caused by trauma to the patient¿s chest. The trauma to the patient¿s chest led to a hematoma and an infection being identified on (B)(6) 2005 around the generator and lead site. The manufacturing records for the generator and lead were reviewed and both devices met all specifications and were sterilized prior to distribution. Good faith attempts were made to the medical records department for culture results of the infection as well as to the physician for additional information related to infection but were not successful.

Event description:
Culture results were received which indicated that cultures taken of the chest wound showed (B)(6).